Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 15 retention samples underwent functional testing and no issues were observed relating to clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced clogged/blocked cannula. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "during transfer of blood, blood stopped flowing halfway; it was planned to transfer blood into a total of 3 tubes. Blood transfer was done for the 1st tube (blood glucose). As for the 2nd (blood count) and 3rd (blood biochemistry) tubes, about 1 cc of blood was transferred and blood then stopped flowing. When the transfer device and the tube were replaced by other ones, blood transfer could be done with no problem.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer blood transfer device holder with female luer adapter experienced clogged/blocked cannula. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "during transfer of blood, blood stopped flowing halfway; it was planned to transfer blood into a total of 3 tubes. Blood transfer was done for the 1st tube (blood glucose). As for the 2nd (blood count) and 3rd (blood biochemistry) tubes, about 1 cc of blood was transferred and blood then stopped flowing. When the transfer device and the tube were replaced by other ones, blood transfer could be done with no problem."